Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A literature article was received entitled: "cementless bipolar hemiarthroplasty using a hydroxyapatite coated long stem for osteoporotic unstable intertrochanteric fractures", published in the journal of arthroplasty vol. 26 no. 4 2011, and was reviewed for MDR reportability by a clinician. The authors of the study sought to compare the benefits of using hydroxyapatite coated long stems in a senile population with unstable intertrochanteric fractures. The authors used depuy uncemented hydroxyapatite-coated kar stems paired with depuy self-centering bi-polar heads. Results of the 87 hip study demonstrated positive results. There were no cases of aseptic loosening or subsidence, nor significant leg length discrepancy. The authors did report a series of post-operative medical complications, and some orthopedic complications, as follows: medical post-op: delirium 18 patients. Urinary retention 16 patients. Urinary tract infection 5 patients. Deep vein thrombosis 3 patients. Pneumonia 1 patient. Congestive heart failure 1 patient. Cerebrovascular accident 1 patient. Sore 1 patient acute renal failure 1 patient died during hospital stay 0 patients. Orthopedic post-op: dislocation 2 patients. Infection 2 patients. Trochanteric nonunion 1 patient. Heterotopic ossification 3 patients. The study did not provide specific patient information, but rather addressed the population by complications only. There was no specific product or lot code information for the implanted devices provided within the article.